Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation, "a burning sensation" and removal from textured to smooth due to the concerns of the product. Later healthcare professional confirmed deflation and exchange from textured to smooth implant due to the patients concerns with the product. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Additional observations: crease flat observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported deflation, "a burning sensation" and removal from textured to smooth due to the concerns of the product. Later healthcare professional confirmed deflation and exchange from textured to smooth implant due to the patients concerns with the product. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.